Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was unable to reproduce the reported issue. However, the stm replaced and calibrated the front end board as a precautionary measure. All calibration, functional and safety checks were performed to meet factory specifications and the iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an ap waveform issue. It was later clarified by the getinge service territory manager that visited the event site that the "ibp waveform was clipping under the ECG waveform." There was no patient harm and no adverse event was reported.